Event description:
A complaint was received with regards to plum set. The reporter stated, "tube separated from cassette". Quantity is one and sample is available for investigation. Sample picture of the packaging and pictures of the set attached to an IV fluid where tubing was separated from the cassette and drops of fluid were noted on the paper are available. No further information is available for this complaint as confirmed by the sr. Qa associate. There was unknown patient involvement and unknown patient harm. (B)(6) 24-oct-2024.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model: 146870488. This product was used for the product code and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Received three pictures. Two pictures emphasize that the tubing has been detached from the primary bond pocket of the cassette. The third picture shows the packaging label. Received one used list# 14687-15, primary plum set. It was observed that the tubing meant to connect the drip chamber and cassette was not connected to the cassette. Examination under uv light revealed that the adhesive was only present at the top of the cassette bond pocket, suggesting incomplete insertion during manufacturing. The set was found to meet dimensional specifications. No other damages or anomalies were observed. The complaint of the tube's separation from the cassette can be confirmed. The probable cause is incomplete insertion of the tubing into the bond pocket while bonding them during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information received 12/20/2024 regarding updated lot number. Updated information in d4 and h4. D9 device returned to manufacturer on: 12/17/2024.